Event description:
It was reported that an ilet bionic pancreas became unresponsive, with the unlock button not functioning and the touchscreen unusable despite a restart via the mobile app; a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive key/button and the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.